Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a "bubble on top of the patient line." There was no reported adverse impact to customer's blood glucose level related to the reported issue. Reportedly, a cartridge change was performed to address the issue.